Manufacturer narrative:
Esc button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker.

Event description:
It was reported the buttons on the insulin pump were unresponsive. Customer's blood glucose was unknown. No further information reported.